Manufacturer narrative:
(B)(4). The gore® tag® thoracic endoprosthesis delivery catheter and the separated leading end sub-assembly (les) were received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. Examination showed evidence of plastic deformation of the dual lumen on the catheter and the leading end of the les. The condition of the les is indicative of deformation and breaking of the dual lumen due to the les encountering a resistive force during removal. The root cause for the leading end of the les becoming separated from the delivery catheter was the les encountering resistive force during removal. (B)(4).

Event description:
On (B)(6) 2012, the patient underwent thoracic endovascular aortic repair procedure using a non-gore manufactured stent graft. The patient tolerated the procedure. On (B)(6) 2012, the patient underwent endovascular repair of an abdominal aortic aneurysm using a non-gore manufactured stent graft. On (B)(6) 2017, the patient underwent a re-intervention procedure whereby a conformable gore® tag® thoracic endoprosthesis (tgu373715j/16359432) to treat a proximal type I endoleak of the existing thoracic stent graft. According to the report, a pull-through guide-wire method was performed as the access vessel and descending thoracic aorta were tortuous. The gore® tag® device was advanced and deployed as planned. However, upon withdrawal, the leading end of the delivery catheter reportedly became stuck inside the sheath. The sheath and delivery catheter were successfully removed without injury to the patient. The report stated the leading end of the delivery catheter was separated outside the patient. The procedure was completed without any further reported complications, and the patient tolerated the procedure.